Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic ventral incisional herniorrhaphy with 15 cm pco mesh placement. She had revision surgery 3 months post-operative. The patient experienced pain and hernia recurrence. Note: no facility or doctor is listed in the (B)(6) tab.